Event description:
A physician reported when the fragmatome was plugged into the unit, the infusion line stopped working and a system message was displayed during surgery. The system was rebooted and the procedure was completed following a 1 1/2 hour delay. There was no pt impact reported.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported event. The system was then tested and met product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l related reports for this system. The root cause is unk at this time. (B)(4).